Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with marquet on jun 11, 2007. Marquet inc. Submits this report on behalf of the device mfg facility marquet critical care. Marquet critical care provides prod failure investigation, analysis and resolution for the device described in this report.

Event description:
The hosp experienced a ventilator problem related to a gas module malfunction. There was not pt injury.